Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose with blood glucose level was 600 mg/dl, 308 mg/dl. Customer stated they did not feel ok to troubleshooting. The insulin pump will not be returned for analysis.